Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information indicated that from the initial angiography shots, the physician felt that he would need to insert two stents to properly treat the patient's ruptured aneurysm. The neck size was 6-8mm ruptured. After the stents were detached at the site, the physician felt that the stents were well opposed to the vessel wall, and covered the site appropriately. The procedure was completed successfully with coils inserted in the aneurysm. The stent was the correct size and there were no reported complications. Please note that based on this information the event does not meet the criteria for reporting. No further reports will be submitted.

Event description:
The report stated that the enterprise package had four stickers on the outer box and inner package, three of the sticker read that it was a 28mm stent and one of the sticker read it was a 22mm. The stent was implanted and there was no patient injury. Additional information indicated that after the stent was detached at the site, the physician felt that the stent was smaller than 28mm, although no angiographic measurement was taking, and implanted a second stent to cover the entire aneurysm. Then, continue to successfully embolize the aneurysm with coils. The package labels will be returned for analysis, but the device delivery system was discarded.